Manufacturer narrative:
Product event summary: the data files for the date of the event were returned and analyzed. The data files confirmed two system notices unrelated to the adverse event reported. The flexcath advance sheath, 4fc12 with an unknown lot number, was not returned for analysis; a known clinical issue was encountered during the procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the physician nicked the groin in order to insert the sheath as normal. The sheath was advanced but significant bleeding was noted at the groin site. Pressure was held and a stitch and gauze were used to minimize the bleeding during the procedure. At the end of the procedure, the patient was still bleeding. No arterial damage was confirmed. The account was able to obtain hemostasis and allow removal of the sheath. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.